Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a trial procedure on (B)(6) 2016. During the procedure, the physician encountered difficulty advancing the lead. As such, the physician removed both the lead and needle during which time clear fluid came through the needle. The physician then re-inserted the needle and passed the lead through successfully. It was reported a day after that the patient's dressing appeared damp. On (B)(6) 2016 the patient was admitted to have a craniotomy performed. The trial lead was removed during the procedure. The manufacturer was notified on (B)(6) 2018 via a medical records review that the patient passed away. The records indicated the patient had experienced a cerebrospinal fluid leak (csf) which developed into a subdural hematoma; these manifestations were indicated to have resulted in the patient's death.